Event description:
Burning smell is coming from unit.

Manufacturer narrative:
Device (B)(4) was reported as malfunctioned in (B)(6) 2012. At the time we reviewed the report, mcs had an ongoing field action (z-038-2012), that included a planned field upgrade of the reporting facility's devices to eliminate the potential for over voltage and overheating (the likely root cause of the reported complaint). When we received the device it was investigated and we found it was damaged and un-repairable. In (B)(4) 2012 we completed the field upgrade of all the affected devices at (B)(6).